Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber # (B)(4). A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during preparation for vein harvesting procedure, hemopro2 extension cable failed to pass pre-use test. Connections and energy source were checked for proper connections. Tool re-tested and failed. Cable replaced with a different extension cable and tested successfully. Case performed without requiring additional intervention. There was not patient involved in this event.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for vein harvesting procedure, hemopro2 extension cable failed to pass pre-use test. Connections and energy source were checked for proper connections. Tool re-tested and failed. Cable replaced with a different extension cable and tested successfully. Case performed without requiring additional intervention. There was not patient involved in this event.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for vein harvesting procedure, hemopro2 extension cable failed to pass pre-use test. Connections and energy source were checked for proper connections. Tool re-tested and failed. Cable replaced with a different extension cable and tested successfully. Case performed without requiring additional intervention. There was not patient involved in this event.